Event description:
It was reported to tyco healthcare/kendall on may 22, 2008 that a customer had a problem with a needle. The customer reports that the needle was out of the hub. It appears that the needle and the hub do not have any glue on them.

Manufacturer narrative:
Submit date: june 19, 2008. An investigation is under way. Upon completion, the results will be forwarded.